Event description:
It was reported that the pacemaker and the lead were explanted due to lv pacing impedance increase and loss of stimulation. The patient reportedly suffered from left heart decompensation.

Manufacturer narrative:
Combination product: yes

Manufacturer narrative:
Combination product: yes. The pacemaker and the lead under complaint were returned for analysis. The pacemaker was visually inspected revealing no anomalies. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. At a next step the pacemaker was interrogated and the pacemaker¿s memory content was analyzed, indicating no anomalies. The battery was found to be sufficiently charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The impedance measurement functions were tested and proved to be within specification. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. All wires of the conductor coil were found fractured 35 cm distal to the is4 connector pin, which is assumed to be the root cause of the reported increased pacing impedance and loss of stimulation. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. The quality documents accompanying the manufacturing process for these devices were reviewed. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In summary, the pacemaker is fully functional. With regard to the issues as mentioned in the complaint description, analysis of the pacemaker did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem of these devices.